Manufacturer narrative:
Vyaire file identification: (B)(4). A recently conducted internal testing with the results received by vyaire medical on (B)(6) 2019 indicates that there is the potential to elude aluminum from the enflow disposable cartridge during intravenous warming therapy with fluid and blood solutions. As a result, vyaire is initiating an immediate global recall of the enflow disposable cartridges part number (B)(4). Any additional information received from the customer or through vyaire's internal investigation will be included in a follow-up report.

Event description:
The university of (B)(6) compared aluminium uncoated enflow cartridges vs. Coated. They found high concentration of aluminium in the enflow cartridges, when using a balanced infusion of sterofundin 1/1e. The customer reported using balanced infusion with an uncoated cartridge could cause high aluminium concentrations above specification limits with a potential of an acute organ toxic incident for patient with kidney dysfunction. The customer reported the allegations were performed under bench testing and there is no patient involvement associated with this event.